Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
It was reported that right hip revision surgery was performed. Aseptic loosening of the femoral component reported.

Manufacturer narrative:
(B)(4)